Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the intestinal tract during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip was placed on the wound; however, the clip could not be released. It was reported that the clip was detached by force with foreign forceps and the releaser's spring bounced off. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be released. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the control wire was kinked at the handle section. It was also noted that the device was returned without the clip assembly and the device had evidence of full deployment. Microscopic examination was performed, and it was found that the bushing had hit marks. Dimensional analysis was also performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip unable to release from the catheter was not confirmed. Investigation found that the control wire returned kinked at the handle section, evidence that the clip was attempted to be pulled from the tissue. It is important that the clip should never be pulled from the tissue as the IFU states. It was noted that the device returned without the clip assembly and with evidence of full deployment. Additionally, the bushing has hits marks, this probably in the interaction between the yoke and the capsule, in order to make the deploy of the clip. It is important to mention that the presence of this component is very important to the investigation, this because the event reported is directly related to this piece, and to get a clarification of which could be the reason of the problem faced by the physician, this component must be inspected. Additionally, it is important to take in consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification. Excluding the possibility that the components dimensions interfered with the device performance. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A product labeling review identified that the device was not used per the instructions for use (IFU)/product label as the investigation found that the clip was attempted to be pulled from the tissue. It is important that the clip should never be pulled from the tissue as the IFU states.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be released.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the intestinal tract during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip was placed on the wound; however, the clip could not be released. It was reported that the clip was detached by force with foreign forceps and the releaser's spring bounced off. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.